Event description:
There was no patient involved. The cause of the alarm was not determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of constant yellow alarm was confirmed during evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was returned to the european distribution center (edc) and was evaluated and tested on 04mar2025. The unit was connected to ac power and booted up as intended. During testing, a yellow battery alarm activated. The issue was traced to the battery compartment. The battery compartment was replaced and the mpu passed all functional testing. The unit was returned to the rental pool, and the battery compartment was forwarded to the product performance engineering (ppe) department for further analysis. Upon further inspection, one of the wires connecting the battery compartment to the main printed circuit board was observed to be damaged. This wire corresponded to the positive voltage signal from the battery compartment. The root cause for the yellow battery alarms was determined to be due to a damaged wire from the battery compartment. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve replace yellow battery alarms, and all other alarms associated with the mobile power unit (mpu). The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, informs the user of how to insert or replace the mpu batteries. The heartmate 3 instruction for use section e, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was emitting a constant alarm sound and the lights lit up yellow. The batteries and power connection were checked several times without improvement. The mpu was exchanged.